Event description:
Discordant, falsely elevated troponin results were obtained on an advia centaur cp instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun on an alternate instrument, and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument and instrument data, the fse determined that there had been instrument signal errors associated with the photomultiplier tube (pmt). The fse replaced the pmt and performed preventive maintenance. The fse then ran precision on quality controls and patient samples, all of which were within range and correct. The instrument is performing according to specifications. No further evaluation of this device is required.